Event description:
It was reported that while using bd vacutainer® 9nc 0.129m plus blood collection tubes that there was underfill or low draw of a tube with blood in 3 tubes. The following information was provided by the initial reporter: clinical affairs performed a controlled sample acquisition supported by the professionals, in which the following was done: 1- sample acquisition performed with conventional needles in 3 tubes of batch 3048740, and 2 tubes of batch 3074226. In this step, two different professionals participated, each one drew 6 tubes. The tubes batches drawn order was random, in a way the professionals couldn't know which tube batch they were drawing. The draw volume was compared and it was noted that the tubes from batch 3048740 don't reach the minimum expected volume, while the tubes from batch 3074226 do.

Manufacturer narrative:
H.6 investigation summary: bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for underfill was observed. Additionally, 10 retention samples from bd inventory were evaluated by and the issue of underfill was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode underfill. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.

Event description:
It was reported that while using bd vacutainer® 9nc 0.129m plus blood collection tubes that there was underfill or low draw of a tube with blood in 3 tubes. The following information was provided by the initial reporter:clinical affairs performed a controlled sample acquisition supported by the professionals, in which the following was done:sample acquisition performed with conventional needles in 3 tubes of batch 3048740, and 2 tubes of batch 3074226. In this step, two different professionals participated, each one drew 6 tubes. The tubes batches drawn order was random, in a way the professionals couldn't know which tube batch they were drawing. The draw volume was compared and it was noted that the tubes from batch 3048740 don't reach the minimum expected volume, while the tubes from batch 3074226 do.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.